Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module did not work properly. The internal battery showed provided a red alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red battery alarm could not be confirmed through this evaluation. It was reported the power module, serial number (B)(6), did not work properly; the internal battery provided a red alarm. The power module was sent for repair and was inspected at the european distribution center (edc). The power module was returned without an internal battery and battery clip. A new internal battery and battery clip were connected to the power module without issue. A full functional test was performed and the power module operated as intended during testing. Preventative maintenance was performed, and the power module was prepared for use. A root cause of the red battery alarm could not be determined. The device history record for the power module (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The current revision of the heartmate 3 instructions for use b can be found on the eifu page of the abbott website. Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning include (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.